Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cutting device had separated from the gray insulated housing. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Slight evidence of tissue and charred blood were observed on the jaws. Small traces of blood were observed on the harvesting tool. The heater wire was flexed away at the center of the hot jaw. The heater wire was detached at the tip of the and remained connected at the base of the jaw. No other visual defects were observed. Based on the condition of the device as returned the reported failure "bent wire" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cutting device had separated from the gray insulated housing. A replacement device was used to complete the procedure. The hospital did not report any patient effects.